Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log of the customer's report was provided. Review of the log did show the error message 1172 related to the customer's report. The customer's report of error 1001 was not replicated or confirmed. Therefore, our investigation for this reported malfunction was unsubstantiated. However, without receipt of the device, root cause evaluation could not be performed. The customer has indicated to us that they resolved the issue by replacing the compressor. Analysis of reports of this type has not identified an increase in trend.